Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, ¿downstream occlusion alerts¿ was unable to be reproduced. The device was tested for downstream occlusion test for high, low and medium settings with testing unable to be performed. A review of the event history log revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found the force sensor scale factor out of calibration.the force sensor scale factor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.